Event description:
Nurse reports two previous incidents of hospital personnel puncturing themselves while using a novolog flexpen with bd autoshield needle.

Manufacturer narrative:
Product has been discarded; no product return is anticipated. Lot number is unknown; unable to perform device history review. Complaint includes previously undefined occurrences (2). Will continue to monitor on monthly trend reports.